Event description:
Information received from a consumer patient receiving bupivacaine and morphine via an implanted pump. Indication for use was noted non-malignant pain and degenerated disc disease/herniated disc pain. The patient reported that something happened with their pump and they went through withdrawal. The patient stated that it wasn't the pump, it was the scheduling with their physician office about their refill. The patient stated that nothing was wrong with the pump. No interventions were mentioned. It event occurred in 2009 or 2010. It was noted that the situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.